Event description:
Home patient (hp) reported a system error alarm 2240 when the pt line of homechoice set accidentally became disconnected from transfer set during treatment phase drain 4 of 4. Hp discontinued treatment at time of the 2240 alarm. Hp was given prophylactic antibiotics. There was no pt injury reports.